Manufacturer narrative:
A compromised force sensor error alarmed during the basic occlusion test due to a protruded and loose drive support disk. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error during the prime process. The customer's blood glucose level was 211 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.